Event description:
At the end of the implantation of the lead, the guide wire was impossible to remove , the physician advanced the guide wire, it moved, but it was not possible to retract. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).